Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer was received with the sensor damaged due to the product being returned opened/used.

Event description:
It was reported that the sensor had a missing electrode upon its removal from the user's body. The caller stated that when the sensor was replaced with another, the green light on the transmitter did not flash, and a connection could not be conducted appropriately. The caller was advised that the sensor be replaced. The caller did not provide the blood glucose reading. No further details were provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.